Event description:
Reportedly, the device was explanted after an implant duration of 42.13 months due to regurgitation. Per the cer: most of the ring had dehisced except anterio leaflet annulas. Mitral annuloplasty ring for severe ischemic mr in 2006. Recurrent mr 3+ with dyspnea. No patient information was provided. Device to be returned. No customer letter requested.

Event description:
On august 10, 2010 a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter required. Device not returned.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured, during patient use. The device was infusing the patient with filled with 250 milliliters of a solution of claventin and nacl when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
To date, there has been no product returned for evaluation. Several attempts have been made by voicemail, email and through the sales rep to get the device returned. We will continue to pursue return of the device for evaluation.

Manufacturer narrative:
Patient information was received from our implant patient registry that the replacement device was a 6900p-25mm valve. The correct implant duration is 42 months. The date of explant was incorrectly reported on the customer experience report but was provided by the implant data card from the replacement device.

Manufacturer narrative:
Evaluation summary: as received, a cut was noted in the sewing fabric measured to approximately 1cm. The cut also penetrated the silicone layer under the cloth. The cut may have been due to explant. No inconsistencies were detected in the x-ray as the ring was intact. There are many factors that could result in the need to explant and replace an annuloplasty ring, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the ring was explanted and replaced with a valve suggesting an unsuccessful ring repair due to progression of the patients disease. Without additional information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.